Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had defective tubing. The following information was provided by the initial reporter: the primary tubing set that snapped in half. It did have hazardous drug infusing thru the line. Additional information received from the customer: can you please provide the material and lot number associated with reported issue? This is not known. Packing was thrown away. Rn used a rate of 999 to flush thru some fluid. She noticed a small leak from the y-site port below the channel. As she stopped pump and removed tubing from the channel, tubing snapped in half.

Manufacturer narrative:
It was reported by customer that primary tubing set that snapped in half. One sample was received for quality evaluation. Visual inspection of the sample shows that the infusion set separated at the upper pumping segment to infusion set tubing. The customer complaint of separation was confirmed. Investigation forwarded to manufacturing for root cause analysis. After the investigation the root cause for the issue was determined to be an excessive application of the solvent along with the tubing being oval in shape. As a corrective measure, the tooling used to dispense the solvent was changed. A device history record review for model 2426-0007 and lot numbers 25023120, 25023121 and 25023123 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.